Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, the anvil could not be attached to the stapler. The surgery was extended more than 30 minutes due to product problem. A new product was opened to complete the case. There was no patient injury.